Event description:
Noted on routine remote transmission significant battery drain over past 10 months (had 7 years in late 2018 to 1.5 years as of last month). Bsc tech support was contacted and engineers confirm premature battery drain. Recommends pacemaker be replaced within 60 days. Manufacturer response for pacemaker, l300 accolade (per site reporter). Replace pacemaker within 60 days.